Event description:
Medtronic received information that blank display, battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black; customer returned insulin pump for an alleged cosmetic damage located at the battery compartment and blank display found on july 25, 2021. Device was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. Device powered up properly after battery installation. Device passed the self test, displacement test and active current measurement. However, the insulin pump had a high sleep current measurement. Device was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 07/13/2021 23:20:41.000 07/14/2021 00:24:37.000 07/17/2021 13:12:59.000 and 07/17/2021 13:12:59.000 07/22/2021 10:59:57.000 to 07/22/2021 11:35:40.000 07/23/2021 09:32:44.000 to 07/23/2021 19:43:00.000. Low battery alert was recorded and found in the formatted history file on: 07/17/2021 02:52:00.000 07/22/2021 10:31:00.000 replace battery alert was recorded and found in the formatted history file on: 07/17/2021 12:23:00.000 07/23/2021 19:03:00.000 and 07/23/2021 19:13:00.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: 07/17/2021 13:12:59.000 and 07/17/2021 13:13:42.000 07/22/2021 11:00:46.000 and 07/22/2021 11:18:15.000 07/23/2021 09:32:44.000 replace battery now alarm was recorded and found in the formatted history file on: 07/17/2021 12:54:00.000 and 07/17/2021 13:04:00.000 and power loss alarm 07/17/2021 13:14:19.000 07/22/2021 11:54:14.000 07/23/2021 19:27:17.000 to 07/23/2021 19:56:12.000 device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcba1. However, corrosion was found on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿slight corrosion was also found on the battery tube assembly. The original pcba2 was cleaned and installed in a test pcba1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba1 was cleaned and installed in a test pcba2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. Device had a high sleep current measurement due to corrosion on the pcba1 and pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Unable to confirm battery cap damage due to pump received without the original battery cap. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the pcba1 and pcba2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. ¿slight corrosion was also found on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.